Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead pulled back leading to a very high pacing thresholds. There were no patient symptoms observed. Subsequently, the patient underwent a pocket revision and this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.